Event description:
Additional information was received from a consumer repeating previously reported information. The patient reported having bowel leakage and when they used the restroom to wet, they would also poop. The patient also mentioned when the therapy was turned back on, the stimulation was set at 3 which was too high, and this was previously reported. The patient noted their stimulation was set on 2.2. The patient was calling to inquire if they should decrease or increase to help with their mentioned symptoms. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to answer the questions in the letter. The caller stated they were only every shocked once, they were not having any problems with the stimulator at the time of the report. They stated the shocking they mentioned only happened once, it was when they had it off for a while and turned it back on, they turned it back on too fast/increased to quickly and they got shocked. The caller reported the device was off at the time of the report due to unrelated medical issues. It was further noted that they had no problems since implanted and they were going to turn it back on when they were through with unrelated health issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they had turned their stimulation off and everything is fine with the device. The patient wanted to know how long they could have it turned off for. The patient stated that every time they go to the bathroom to "wet" they poop as well. There experienced diarrhea. The patient stated that they are going a little bit at all times, and that they are having accidents. The patient turned the implant off and it seems to be helping. While patient services was reviewing to start low and increase when they decide to turn it back on, the patient mentioned that "it definitely shocks". There were no further complications reported at this time.